Manufacturer narrative:
(B)(4). Pm a 510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the provided information and the returned product, it was not possible to determine the exact cause of this complaint. It appears that the complaint device was advanced through a calcified area, however, we are unable to determine whether other factors during the device preparation and the procedure contributed to the complaint as well, for example, the incident noted in the event description describing that the device was received in a partially deployed condition and the broken cannula tube. According to IFU, the device should not be used if any damage occurred as a result of shipping. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: this is to bring to your notice that we had planned to use the above said device for an emergency taa. It was noted that the device was found in a partially deployed condition while opening. The proximal end of the sheath was also damaged. There was also a mismatch noted between the sheath and the dilator. We tried to resheath the device and introduce the same into the patient for deployment. Unfortunately the device wouldn't track through the arteriotomy. We could complete the procedure as planned with a tbe 28/80. Patient outcome: unknown.